Event description:
It was reported that a skin reaction occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient experienced a skin infection after the sensor had been inserted in the upper buttocks. Prior to sensor insertion the area was prepped with alcohol. The patient developed skin burning sensation, redness, and an infection at the needle puncture site. On (B)(6) 2025, the patient consulted a health care provider who prescribed an oral antibiotic medication (flucloxacillin, dosage not specified) to treat the infection. It was not specified whether lab testing was conducted to diagnose the infection. At the time of the report, no photo was provided, and the patient¿s current condition was not provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).